Event description:
Information was received indicating that while in use of a smiths medical cadd cassette reservoir, a no disposable pump won't run alarm was noted when 8.6ml of remodulin was left in the cassette. It was also reported that the cassette was tried on a backup pump and it alarmed no disposable again, the cassette had to be changed early. No patient consequences were reported. No adverse effects were reported.